Manufacturer narrative:
The cause of the loose pads is unknown. The customer was able to run samples with a new lot of strips, and the customer indicated that the suspect lot was not available for return. (B)(4).

Event description:
The customer reported that they found loose pads from the velocity chemistry strips in the strip conveyor system (scs). There were no reports of erroneous patient samples generated or reported out.

Manufacturer narrative:
(B)(4).